Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had a tower network display message is not available. Technical support engineer (tse) informed caller that no action is needed at this time if the displays were functional. Tse informed caller that they could reboot now, or reboot after the procedure. The surgeon stated that the robot was not working and elected to convert to lap. Tse recommended site reboot the system when they get a chance. The procedure was completed laparoscopically with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 658361-26 vdcn cfg to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The errors 48306 and 48308 were confirmed in the system event logs. The vdcn was visually inspected and no issues were found. The unit was installed on a known good system and powered on with no issues. The system was power cycled ten times and an idle test was performed with no issues. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the vdcn found no functional issue. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.